Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a follow up, connection issues for the initial interrogation and subsequent interrogations was observed. The patient also had issues connecting their phone to their device. Programming changes were made and the device was able to be interrogated. The patient was stable.